Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Event description:
The patient was undergoing a coil embolization procedure in the ileocolic artery using a ruby coil lp, packing coil lps, an lp system detachment handle (handle), and a non-penumbra microcatheter. During the procedure, the physician placed one ruby coil lp and two packing coil lps in the vessel. The physician then advanced the last packing coil lp into the target location and made an attempt to detach it using the handle. It was reported that the physician thought the packing lp was detached in the vessel. However, while retracting the pusher assembly, it was noted that the packing coil lp was still attached to the pusher assembly. The packing coil lp unintentionally detached inside the microcatheter with the distal end of the coil partially outside the microcatheter. Therefore, the microcatheter containing the detached packing coil lp was removed. The physician was satisfied with the coils placed in the vessel and ended the procedure at this point. There was no report of an adverse effect to the patient.